Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product result the soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The functionality of the buttons was tested successfully and fulfills the product specification. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2013 patient reported the up arrow on the infusion device does not always work. Patient stated the failure is intermittent but she usually must press the button twice before it works. Patient reported the button works if pressed hard the second time. Patient stated the button issue has been occurring for about 1 month; button is not flat. Patient reported the button does not make an audible sound when pressed the first time. Patient stated she tried changing the battery 2 weeks ago and the issue has persisted. Submitted request for assistance. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.